Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their ins battery died and they got a new one put in a few weeks ago. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported had the replacement done on friday, and was expecting the stimulator to work right away, but it did not work right away, maybe took about 2 weeks for the stimulator to finally work. Patient indicated she had no pain relief for about 6 weeks. Patient reported the next day, saturday after the implant, the recharger was locked up, did not recall what was shown on the screen, patient indicated she called monday and replacement recharger was sent and worked fine. Patient indicated a few days later, she called again for further troubleshooting. Another recharger was sent. Patient indicated she called again, after receiving the replacement recharger. Patient indicated the yellow light was seen, could not charge the recharger, patient indicated she had the recharger charged overnight. Patient indicated she called the next day and informed by the agent the recharger was working fine. After 45 minutes of troubleshooting, she concluded with the agent the recharger was not working. It was noted that the representative did some reprogramming and was able to reduce her charging time from half hour charging in the morning/night to 15 minutes in the morning/night. Patient indicated the stimulator was working. Agent redirected caller to patient's hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's battery was at end of life and they lost their controller. The re presentative gave the patient a replacement controller and no device issues were brought up.